Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the auto-off safety alarms did not occur. Customer confirmed there was no interaction with the pump prior to the alarm. Customer could not recall blood glucose. Additionally, the customer received an inaccurate fill estimate. Customer declined to perform troubleshooting with tandem technical support. Reportedly, the customer had manual injections as alternate insulin therapy.